Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
We received a user report via notification from the department of health and human services. The user report mw5068435 stated the following: the customer had issues with the sensor regarding threshold suspend alarm and inaccurate readings of blood glucose. The sensor will not be returned for analysis.